Event description:
The customer reported via phone call that the insulin pump would be delayed to deliver insulin to the customer's body. Customer stated it would take several minutes for the insulin pump to deliver a bolus. Customer also reported a bent cannula with their previous infusion set, causing their blood glucose to rise to 600 mg/dl. The customer also reported discoloration was present on the bottom of the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.